Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, noise and a decrease in r-wave amplitude were observed. During a previous device check, high, out of range impedance and loss of capture were observed. The patient was asymptomatic and will continue to be monitored.